Event description:
Event description guidant/crm received information that due to the thinline ventricular lead perforating the right ventrical during implantation this is reported as a serious injury to the patient due to implantation technique.